Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system after a set change; insulin squirted from the tubing during the priming process. The device was stuck in the priming process as well. The patient's blood glucose at the time of incident was 8.7 mmol/l. Troubleshooting revealed that the drive support cap was sticking out. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed the self-test, unexpected restart error test, displacement test, rewind, off no power test. Device alarmed prime during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test due to prime alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked case and scratched reservoir tube window.